Event description:
Reporter alleged the customer obtained a blood glucose result of 139 mg/dl on his advantage system. Reporter stated the customer's voice was slurred so she called the emergency medical technicians (emts) and their meter read 32 mg/dl within 7-10 minutes later. Reporter indicated the emts treated customer with 2 tubes of a special sugar liquid and three cups of orange juice. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.